Event description:
The customer contact reported the pt received more medication than intended. On (B)(6) 2012, at 1800, the device was programmed for intermittent delivery of an unspecified antibiotic, for a start time on (B)(6) 2012, at 0100, for a duration of 1hr. No further programming parameters were provided. On (B)(6) 2012, at 1900, the pt reported the device alarmed for end of dose. The customer contact indicated the delivery started just after being programmed at 1800 on (B)(6) 2012, instead of the intended start time of 0100 on (B)(6) 2012. The device was removed from clinical use. Therapy was resumed using a replacement pump. There were no reported adverse pt effects. No medical intervention was reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicated the device was programmed on (B)(6) 2012, at 1839 for intermittent delivery, with a set dose amount of 85ml, a dose time of 1hr, a dose frequency of 8hrs, a dose number of 2, a kvo rate of 0.5ml/hr and a container size of 177ml and a start time of 0100. At 1840 kvo delivery occured. A date stamp (B)(6) 2012 occurred. Between 0100 and 0200 dose 1 delivery occurred. At 0900, dose 2 delivery began. At 0903, the delivery was stopped and the device was powered off. Between 1822 and 1825, the device is powered on, a 4.5ml and dose 2 occurred, a new container is indicated, a start alarm and priming volume of 5.5ml occurred. At 1826, the delivery was started and dose 1 delivery began and the keypad was locked. At 1926, an 85ml dose 1 ended and kvo delivery occurred. A review of the device history indicated the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.